Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
On 3/30/2022, it was reported by a sales representative via email that (3) ar-18714v-06 va locking screw stripped and would not lock into an ar-18714p-18 triangle plate from the ar-18700fs mini cfs kit. All three screws were removed and switched out for cortical screws from the same mini cfs kit. The plate remained in patient. This was discovered during a proximal phalanx orif procedure on (B)(6) 2022 additional information received 4/4/2022: per sales representative, this procedure occurred on (B)(6) 2021 and an ar-18714v-06 va locking screw and an ar-18714v-08 va locking screw stripped and would not lock into triangle plate. Nothing broke inside the patient and case was completed successfully.